Manufacturer narrative:
On february 28, 2025 and march 5, 2025, mentor received additional information indicating the other symptoms that the patient developed: breast implant illness, migraines, pain, night sweats, insomnia, hair loss, brain fog, word retrieval difficulties, cognitive dysfunction, dry skin, dry eyes, dry hair, issues with weight, easy bruising, slow healing, temperature intolorance, autoimmune issues, hormone imbalance, swelling, paresthesia, foul body odor, muscle twitching, dehydration, frequent urination, skin issues, thyroid issues, adrenal issues, visual issues, liver dysfunction, kidney dysfunction, shortness of breath, palpitations, oral thrush, feeling of dying, inflammation, headaches, dizziness, depression, and metallic taste in mouth. In addition, the date of event was also provided as october 1, 2010.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, complication of pregnancy h6 health effect - clinical code e2402: generalized illness mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 250cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered the following symptoms: loss of pregnancies, children born with birth defects, rash, fatigue, tightness in the chest, and generalized achiness. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2025. This medwatch form is for the left breast prosthesis.